Event description:
When performing the evoke spinal cord stimulation (scs) system device check before magnetic resonance imaging (MRI), disconnected electrodes were identified on one (1) lead. The evoke scs system was explanted to resolve the reported event.